Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer's calibration and qc data were requested but not provided. The investigation discovered the values generated with the elecsys assay were around the lower reference range border, whereas the value measured with abbott architect assay was within the reference range. The observed differences in ft3 values generated with the roche assay and the abbott assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Based on the available information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's initial results were reported outside the laboratory. The patient's physician questioned the initial results and asked for a re-measurement of the sample. The sample from the patient was submitted for investigation and was tested on an abbott architect analyzer and an e 801 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.